Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a patient receiving intrathecal dilaudid 5.0mg/ml at 0.8004mg/day via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications were not reported. The patient history was reported as diabetes and sleep apnea. It was reported that the patient had altered mental status, decreased responsiveness/unresponsive and decreased respiratory rate following pump replacement due to hypoglyce mia. The patient's blood glucose was 46. The intervention was reported as the pump was decreased to 0.0315mg/day (minimum rate mode) on (B)(6) 2015, and medications narcan and d50 was administered. The interventions also specified that oxygen was given via bilevel positive airway pressure (bipap). The patient's insulin pump was also turned down on (B)(6) 2015. On (B)(6) 2015, the patient had increased responsiveness, alert/awake/oriented x3, and the patient was stable and ready for discharge. It was noted that the event was possibly related to surgery/anesthesia. The event was resolved without sequelae on (B)(6) 2015. Additional information received from the hcp reported that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. If additional information is received this report will be updated.

Event description:
Additional information received from the health care provider (hcp) reported that there was nothing in the source document that states what type of insulin pump this was. The cause was thought to be because the patient was a brittle diabetic, and he inadvertently did not reduce his dose in the pump prior to surgery as he should have because he was fasting (nothing per mouth). If additional information is received this report will be updated.